Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple false pause episodes due to undersensing were seen on the implantable cardiac monitor. Programming changes were made. The patient was in stable condition.